Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within a stricture in the duodenum on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. Additionally, it was reported to be tortuous from the 3rd through 4th part of the duodenum, but not near the near the treitz ligament. During the procedure, the physician attempted to deploy the stent; however, heavy resistance was met and the stent would not release. Additional force was exerted on the handle in an attempt to release the stent; however, this resulted in the handle detaching from the over sheath. The physician continued to pull on the exterior tube in order to release the stent and this manipulation caused the shaft to bend and "the proximal end near the handle was folded down." The partially deployed stent was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within a stricture in the duodenum on (B)(6) 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. Additionally, it was reported to be tortuous from the 3rd through 4th part of the duodenum, but not near the near the treitz ligament. During the procedure, the physician attempted to deploy the stent; however, heavy resistance was met and the stent would not release. Additional force was exerted on the handle in an attempt to release the stent; however, this resulted in the handle detaching from the over sheath. The physician continued to pull on the exterior tube in order to release the stent and this manipulation caused the shaft to bend and "the proximal end near the handle was folded down." The partially deployed stent was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted. It was noted that the outer sheath had been moved distally over the tip so that the outer sheath was located approximately 3 mm distal to the distal end of the tip. The outer sheath was kinked and accordioned at several locations along its length. The stainless steel shaft was broken at 2 mm distal to the distal end of the proximal handle. The inner shaft in this area was still intact but slightly kinked. The stainless steel shaft was also kinked at approximately 90 mm distal to the break in the stainless steel shaft. Functionally, it was not possible to retract the outer sheath to deploy the stent. An attempt was made to dissect the shaft; however, the stent and the inner shaft were unable to be withdrawn from the outer sheath due to the severe kinking and accordioning of the outer sheath. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issue is operational context as anatomical/procedural factors encountered during the procedure may have hindered the performance of the device.